Manufacturer narrative:
Based on the initial escalation analysis, it was observed that the optical channel (both signal and reference channel) measurements had declined to below 350 and the msp was at 0.00, at the time of the analysis. The root cause could not be confirmed at the time and it is suggested to issue an RMA for the sensor 253310. The RMA was authorized but the sensor is not yet received, therefore no further investigation could be performed at this time.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.